Event description:
It was reported that the patient was implanted on (B)(6), 2010 and got his first fitting one month later. All testings done confirmed normal function of the implant. The physicians have noticed poor wound healing since (B)(6), 2010 and confirmed a skin flap problem in the middle of october: the skin flap became very thin and the shape of the implant could be seen clearly under the skin. The patient's body weight indicates malnutrition. The patient was explanted on (B)(6), 2010. The electrode was left in place for later re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.